Event description:
Healthcare professional reported left side "any creases" and "any creases associated with hole". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area and opening crease smooth on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "any creases associated with hole".